Event description:
In 2006, the manufacturer representative reported the patient had no stimulation after the amplitude was increased to 10.5v. The neurostimulator did not indicate it was depleted. When the patient changed positions the stimulation resumed, however, it appeared unstable. The lead impedance was greater than 4000 ohms. The lead had been implanted over five years. Hcp suspected lead fracture due to continuous stress from body movement. The device was returned to the manufacturer for high impedance and varying threapy (posture sentitive).

Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.